Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7826867 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and peformance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that 102 days after implantation of a 2.5x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the distal anastomosis of the left internal mammary artery (lima) graft to the mid left anterior descending (lad). A pre-intervention stenosis of 80% was reported. The lesion was predilated with voyager balloon. A 2.5x12mm taxus stent was deployed at 10 atm in the region of the lesion. The stent was post-dilated with a 2.5x8mm highsail balloon. A post-intervention residual stenosis of 0% was reported. The patient received heparin and nitroglycerin during the procedure. Complications were reported as "none." The patient presented 102 days after the initial procedure with unstable angina, a "positive" stress test, and a 95% in-stent restenosis in the distal anastomosis of the lima graft to the mid lad. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 2.0x9mm maverick balloon. A 2.5x18mm cypher stent was deployed at 9atm in the region of the lesion. The stent was post-dilated with a 2.75x13mm highsail balloon. A post-intervention residual stenosis of 0% and timi iii flow was reported. The patient received heparin and nitroglycerin during the procedure. Complications were reported as "none."